Event description:
The hospital reported that during a coronary artery bypass procedure, two heartstring seals failed to deploy and one heartstring seal did not load properly. The surgeon completed the procedure by converting to clamp. No pt complications were reported by the hospital. This report is for the first device.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4).